Manufacturer narrative:
Based on the claim against the product by the customer noting arcing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer continued using the instrument. Although the complaint regarding arcing was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if any additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument arced. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted proctectomy-simple surgical procedure, the customer reported instrument had thermal damage on cable near working tip of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: isi clinical sales representative (csr) was informed the instrument was inspected prior to use with no damage noted. Thermal damage was observed intraoperatively. The surgeon believed the monopolar curved scissors (msc) caused the thermal damage. The instrument did collide with another energy instrument during the procedure; the arcing was caused by the working end of the mcs touching the maryland bipolar forceps (mbf) instrument. There were 3 seconds of bright white light, then a black mark on the plastic of the working end of the maryland bipolar was noted. The surgical task being performed was the lysis of adhesions. The customer was also using mcs and a prograsp forceps instrument at the time. The arcing appeared to originate from the mbf instrument. There was no injury to the patient. There are no images or recordings of the procedure.